Event description:
The customer reported that the device is getting a main software error. There was no pt injury.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.